Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. The investigation was reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism, vena cava perforation, occlusion, deep vein thrombosis, stress, anxiety, abdominal pain, cramping, depression, inability to exercise/sleep on right side of body or abdomen, and edema. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. New pulmonary embolism as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported deep vein thrombosis, stress, anxiety, abdominal pain, cramping, depression, inability to exercise/sleep on right side of body or abdomen, edema are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot # are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right femoral vein due to femoral dvt (deep vein thrombosis) and inability to be placed on anticoagulation. Patient is alleging tilt and vena cava perforation. The patient further alleges 5 post-implant deep vein thromboses, 1 post-implant pulmonary embolism, stress, anxiety, abdominal pain, cramping, depression, "since the implant of the ivc filter, I can no longer exercise or sleep on right side of my body or abdomen." Per a report from CT (computed tomography) dated (B)(6) 2014,: "since the prior examination, an ivc filter has been placed. Progression of thrombus has occurred, now extending to just above the level of the ivc filter. Renal veins and suprarenal ivc appear patent. The infrarenal ivc is occluded with thrombus extending into the left iliac venous system and throughout the left lower extremity to the level of the popliteal vein near the anterior tibial vein confluence. Partial thrombosis is also suspected within the right common iliac vein." "Diffuse enlargement, subcutaneous edema and strandy deep muscular changes are present throughout the left lower extremity to the level of the knee." "Extensive left lower extremity dvt has progressed associated swelling and edematous changes of the left thigh to the level of the knee as described above." Per a report from xray dated (B)(6) 2014, "repeat central venograms, series 17 and 18, demonstrate improved appearance of the thrombus along the indwelling ivc filter. Improved flow within the ivc is noted. There remains a small amount of residual thrombus within the left common iliac vein with some persistent narrowing of the proximal left common iliac vein." "Successful pharmaco-mechanical thrombectomy of patient's occlusive left lower extremity deep venous thrombosis and caval thrombosis with restoration of venous outflow to the left lower extremity as described above. Left lower extremity and central venography demonstrates residual thrombus adjacent to the ivc filter, within the left common iliac vein, left external iliac vein, left common femoral vein, and left superficial femoral vein, despite further repeated attempts with mechanical and suction thrombectomy. Given patient's history of recent bleeding, no further lysis was to be performed." Per a report from xray dated (B)(6) 2014, "initial venography demonstrated occlusive, acute thrombus extending from the popliteal vein centrally to the level of the ivc filter. Minimal contrast opacification was seen along the periphery of the venous system indicative of acute thrombus formation. Technically successful mechanical thrombectomy utilizing a variety of instruments..." Per a report from CT dated (B)(6) 2018, "there is no frank acute pulmonary embolus but the subsegmental branches are suboptimally evaluated. There is a chronic calcified embolus in a left lower lobe segmental branch which is unchanged from the thoracic spine CT but is new since the remote cta of the chest." "The images through the upper abdomen show mild fatty infiltration of the liver and an ivc filter." Per a report from CT dated (B)(6) 2019, "positive for caval perforation. Superior extent of filter is at l1-l2 disc space. Inferior extent l3 vertebral body. A total of four prongs have perforated through ivc, series 2, image 357. Maximum distance prong perforated through ivc is 5.99 mm, series 604, image 66. Coronal images show 4.26-degree tilt of filter superior/ right to inferior/ left, series 604, image 67. Sagittal images show 5.62- degree tilt superior/ anterior to inferior/ posterior, series 602, image 51. Diameter of ivc directly above filter measures 17.25 x 11.36, series 2, image 276."

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.